Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient was shaking and sweating. The cgm was displaying 92 mg/dl and the bg was 42 mg/dl. The patient drank soda and his spouse called 911. Emergency medical technician's arrived after 10 minutes and checked a bg and it was 40 mg/dl. The cgm reading at that time was not known. The patient was treated with 2 packs of jelly shots. After 2 minutes, the emts checked the bg again and it was 70 mg/dl. The patient was transported to the hospital. A bg was checked at the hospital but the values were not reported. The patient was given unspecified medications. After 6 hours when the patient's bg went up to 130 mg/dl, they were discharged. At the time of the report, the patient was in stable condition and doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.